Event description:
It was reported that during the preparation for the procedure, when the fiber was attached to the console a burning smell was noted, the fiber was change and the issue was repeated. The fiber breaks intermediately at the end of the console. The was no patient involvement. Boston scientifica was unable to gather further information has been obtained despite good-faith efforts. This event capture the console.

Manufacturer narrative:
Related report 2124215-2025-58112.

Manufacturer narrative:
Related report 2124215-2025-58112.

Event description:
It was reported that during the preparation for the procedure, when the fiber was attached to the console a burning smell was noted, the fiber was change and the issue was repeated. The fiber breaks intermediately at the end of the console. The was no patient involvement. Boston scientifica was unable to gather further information has been obtained despite good-faith efforts. This event capture the console.